Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5785334, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient had 350cc mentor memorygel breast implant implanted and experienced bilateral rupture post procedure. Additionally, itching, burning, pain in both breasts, eczema, fatigue, weight gain, constant body aches, joint pain, headaches, vertigo, dry mouth and eyes, bruising, and digestive issues were noted. No official diagnoses have been confirmed by a health professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-09461 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was implanted on (B)(6) 2008. Manufacturer¿s reference number: (B)(4).